Manufacturer narrative:
Eval: the product was not returned to datascope for eval. The item was discarded by the hosp. (This follow-up MDR was mailed to the FDA on 1/28/98).

Event description:
The iab was inserted into the pt in the cath lab. The "rapid gas loss" alarm sounded from the pump. A bolus of helium was noted in the aorta under fluoroscopy. The following was reported on 8/18/97: the balloon leaked. (On 8/18/97, datascope rec'd the mandatory medwatch form from the user facility; uf/dist report number: 280009000-1997-0003). On 1/21/98, datascope was notified that the iab was probably discarded and would not be returned for eval. [Event complications]: none from the event-reported 7/24/97, 8/18/97. [Pt's current status]: unk-rpt'd 7/24, 8/18/97.